Event description:
The carefusion service tech reported that the ventilator had a seized turbine manifold. The ventilator was at carefusion for a scheduled preventative maintenance and the reported problem was found in service.